Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The device was returned by the medical examiner and device evaluation was requested. No further information is available at this time.

Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found upon receipt, no communication could be established with the device due to low battery voltage. Review of the device image indicated a sudden drop in battery voltage in (B)(6) of 2015. Because the summary diagnostics had been cleared, it could not be determined if the drop in voltage was due to hv charging. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion. The cause of the drop in battery voltage could not be determined.

Event description:
New information received notes that the patient was wearing a lifevest, the patient went into vt/vf possibly induced by the lifevest. The device delivered multiple high voltage shocks before external defibrillation was delivered, possibly through the lifevest which converted the patient's arrhythmia. Review of the device image noted that it was possible that the device was not delivering full output due to low battery voltage and long charge times.